Manufacturer narrative:
It was reported that a balloon was being inflated inside a precise stent for post-dilation, however it would not go up to nominal. The lesion was calcified and had tortuosity. The rate of stenosis was 75%. The product was stored and handled according to the instructions for use (IFU). There were no anomalies noted when the device was taken out of the package. There was no difficulty removing the product from the hoop or removing the protective balloon cover. The device prepped normally. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. The balloon had not been inflated prior to the event. The balloon did not seem to ¿stick¿ to the stent. The balloon did not deflate normally. The balloon catheter was removed easily from the vessel, from the sheath, from the rhv (rotating hemostatic valve) and from the guidewire. The product was removed intact (in one piece) from the patient. When it was taken out it was found to have a leak. A non-sterile unit of aviator plus .014 6.0x20 142cm balloon catheter was returned for evaluation. Per visual analysis an unknown stopcock was received attached to the hub. A bend was noted on the catheter body at 85.5 cm from the distal tip. The balloon had been inflated and deflated. Per functional analysis a 0.014¿ guide wire (lab sample) was advanced through the catheter lumen from the distal tip and the balloon was inflated to 10 atm (ten atmospheres), then to 14 atm and a leakage was noted on the balloon distal tip. Per microscopic analysis a rupture was noted on the distal section of the balloon. The sem analysis showed that neither external nor internal surfaces revealed evidence of damages that could be related to the balloon burst/rupture. The distal marker band did not reveal any evidence of damages. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17584361 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon/ leakage - during positive pressure¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (calcification, tortuosity and a rate of stenosis of 75%) combined with procedural factors such as inflation within a previously deployed stent may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. According to the instructions for use ¿prior to use, the device should be examined to verify functionality and integrity, and ensure that its size is suitable for the specific procedure. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure-monitoring device is recommended to prevent over-pressurization. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available.  However, it will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with lot 17584361 presented no issues during the manufacturing process that can be related to the reported event.

Event description:
It was reported that a balloon was being inflated inside a precise stent for post-dilation, however it would not go up to nominal. When it was taken out it was found to have a leak.